Event description:
During the initial implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of a failure to remove the guidewire from the lead was confirmed. As received, a complete lead was returned in one piece for analysis. The guide wire was not returned with the lead. The lead was evaluated with the guide wire and found restriction/obstruction at the distal tip region of the lead. The cause of the reported event was isolated to the inner coil clogged with blood.